Manufacturer narrative:
2 x zso-7-7 of unknown lot number involved in this complaint was unavailable for return to cirl for evaluation. With the information provided, a document based investigation was conducted. This file will also cover investigation for user error on the replacement device zso-7-7 of unknown lot number that was used to finish the case. Documents review including IFU review: as the lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zso-7-7 devices are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. It should be noted that the instructions for use (ifu0045-7) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence, the procedure was complete with the second device used. Root cause review: a definitive root cause could be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per additional information received a 0.025" wire guide was used. It may be also noted that only the first device kinked, the second device was used to complete the procedure, both stents are covered under this file due to user error and as the lot for both devices are unknown. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The doctor wanted to insert the zso-7-7 in the cbd. So the nurse prepared the zso-7-7, but the pigtail section was bent as she moved the stent sleeve to the pigtail section. She tried to pass the giuide wire (visi2, 025, angle type) into the zso-7-7, it was impossible, so they used the new one. Incorrect wireguide used. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor wanted to insert the zso-7-7 in the cbd. So the nurse prepared the zso-7-7, but the pigtail section was bent as she moved the stent sleeve to the pigtail section. She tried to pass the giuide wire (visi2, 025, angle type) into the zso-7-7, it was impossible, so they used the new one. Incorrect wireguide used. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.